Manufacturer narrative:
The device has not been made available for evaluation as of yet. Should the device or further information become available, a follow-up report will then be issued.

Event description:
Provider alleges the consumer's wife alleges the chair allegedly folded while the consumer was driving and allegedly threw the consumer out.